Event description:
The customer states that a false positive result has been generated for one male patient with the architect stat troponin-I assay. The patient is a (B)(6) male who is described as leading a sedentary lifestyle. The patient began feeling sleepy and experiencing numbness after being in a room with a wood stove for over two hours. The patient was brought into the emergency room by his son. The hospital's protocol is to test a patient's sample with the troponin assay regardless of whether the patient complains of chest pain or not. This patient generated an architect stat troponin-I assay result of 7.0 ng/ml (the hospital's cut-off for this assay is 0.03 ng/ml). The patient was transferred to another hospital where a blood sample taken there generated a troponin-I result of 6.0 ng/ml (customer thinks the testing was performed on another architect platform). The customer is inquiring whether carbon monoxide is interfering with the assay. The patient is not on any type of drug therapy. There is no other impact to this patient reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).

Manufacturer narrative:
The customer could not supply the lot number of reagent used during this issue. Accuracy testing was therefore performed with a representative reagent lot (42965un11) against a panel of known troponin concentrations. All results were within specifications. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. A literature review was completed of the article "myocardial injury and long-term mortality following moderate to severe carbon monoxide poisoning" - christopher r. Henry, bs; daniel satran, md; bruce lindgren, ms; cheryl adkinson, md; caren I . Nicholson, rn; and timothy d. Henry, md, published in jama, january 25, 2006 vol. 295 no. 4. According to the article myocardial injury is a frequent consequence of moderate to severe co poisoning. The architect stat troponin-I assay package insert contains information to address the customer's current issue. Based on the results of the current investigation, the architect stat troponin-I assay is performing as intended. A product deficiency was not identified.